Event description:
Power/front panel/switch problems power/front panel/switch problems power switch is stuck its pushed inside it wont come out sending duplicate review for (B)(6) to management team. (B)(4)/mbh/416408 14aug2024. Update per (B)(4): for the following two complaint reports, I agree that these reports are related to duplicates because the qir results and ur have the same information, and I confirm that (B)(6) is closed as a duplicate report. (B)(4)/mbh/416408 15aug2024 adding so# (B)(4) from the duplicate complaint in system source field. (B)(4)/mbh/416408 15aug2024 update: updating iuc cvp3 (power/front panel/switch problems) to the iuc cvp322 (power switch malfunction) from duplicate to complaint file. (B)(4)/mbh/416408 15aug2024. Update per estimation the fuc cvp3225c (power switch mechanism failure) is a pae code. Pae no/yes, tier 2. (B)(4)/mbh/416408 15aug2024 updating aware date from 15mar2024 to the date when the estimator found the pae code as the new awareness date of 13aug2024. (B)(4)/mbh/416408 15aug2024.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, e2 and e3. Additional information added to fields: h2, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, the issue was likely the result of a faulty power switch. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the xenon light source exhibited a power switch that will is stuck and it will not come out. There were no reports of patient involvement.